Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapsed and mesh was implanted. The patient underwent another procedure to treat stress urinary incontinence and cystocele on (B)(6) 2010 and mesh was implanted. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, scarring, neurologic compromise and recurrence. It was further reported the patient experienced vaginal vault prolapse and underwent robotic surgery to repair prolapse and stress urinary incontinence. This was a possible revision/partial removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced hematuria, urinary frequency, and urinary tract infection. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency of urination.